Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with a lot of low flow alarms. Echocardiogram showed that the position of the inflow cannula was not ideal. It was highly likely that the position was triggering a lot of those alarms. The patient was to be connected to a 2.0lpm low flow controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of inflow cannula misalignment could not be confirmed through this investigation as no images were provided by the account. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. This section cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 7 outlines system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that no specific patient symptoms were observed. No log files were downloaded, and no diagnostic test results were available. The low flows were reported to have resolved by the low flow 2.0 lpm software upgrade.